Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported during a xen 45 gel stent implant in the left eye, they were not successful in exiting through the sclera and implanting the xen into the sub-conjunctival space. The xen could be observed in the anterior chamber but was not evident in the sub conjunctival space. Several attempts were made to remove the xen from the anterior chamber with ilm forceps but the xen could not be grasped. Healthcare professional decided to convert the case to a trabeculectomy which was performed successfully. The xen remains in the patient¿s eye with a portion within the anterior chamber and the remainder lodged in ocular tissue.